Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had failed. A field service engineer (fse) had the customer log in and confirmed that all devices were off the bus. The station was powered down, and all connections from the main cabinet were disconnected. After powering up the station, the fse logged in to confirm visibility of the main cabinet. The auxiliary tower and es fridge were then connected, and the station was powered up again, confirming visibility of those devices. Next, the auxiliary cabinet was connected, and the bus cable was disconnected. The first cubie drawer was left connected during a reboot, and it was visible. The remaining cubie drawers were then connected, and the station was powered up. The customer logged in and accessed storage space recovery, where two cubies were found to have failed due to duplicate addresses. The pockets ejected during recovery, and the storage spaces were successfully recovered. Although the password screen did not show test results, the customer tested the cubie failures, and no further issues were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.